Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation; in good condition. The unit was manufactured in 2018. Two cracks were noted in the enclosure. The cracks originated from where drain fitting is threaded into case. Leak test was performed; water was leaking from both the crack in the case as well from around the fitting itself. The reported problem was confirmed. This was caused by over tightening the fitting during installation. The root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): the issue was presented to manufacturing.

Event description:
It was reported that a nurse noticed a leak and a crack at the bottom of the unit. No patient injury was reported.